Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: during a visual inspection of the device it was noticed that the audio bolus button cover was missing and its functionality could not be confirmed or denied. There was evidence of moisture behind the display lens which caused the display to be distorted and discolored when powered on. There was also further evidence of moisture present in the battery compartment and a leak test confirmed that there were leaks present at the missing audio bolus button cover and at a battery compartment crack. The pump case was removed and moisture ingress was present throughout.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button cover was damaged, and the bolus button subsequently became under-responsive. The reporter also noted that there was moisture/corrosion in the audio bolus button area and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.